Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, the right atrial lead exhibited low pacing impedance, failure to sense, failure to capture, and noise when plugged into the new device. Insulation damage was suspected but not confirmed. The lead was capped and replaced on (B)(6) 2020. The patient was stable.